Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after a implant duration of zero days. It was learned that the ring was explanted due to a unsuccessful ring repair, as regurgitation was still present after the repair.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.